Event description:
It was reported while using bd lsrfortessa¿ so biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the sip is dripping when the arm is put on the side. Customer also says that he cannot hear the dcm pump turning on. Customer has checked that the hts switch is on tube mode. He has also tried switching multiple times but the dcm pump does not turn on. Info from checklist regarding leakage: 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of liquid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After wadte line 6. Was the waste mixed with decontamination/bleach? No 7. Was the customer/bd personnel phisically in contact with the fluid? No

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd lsrfortessa¿ so biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the sip is dripping when the arm is put on the side. Customer also says that he cannot hear the dcm pump turning on. Customer has checked that the hts switch is on tube mode. He has also tried switching multiple times but the dcm pump does not turn on. Info from checklist regarding leakage: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel phasically in contact with the fluid? No.